Manufacturer narrative:
Concomitant medical products. Other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the port of the interface box was intermittently working. The fuses were already checked with no resolution. There was no patient involvement.